Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After placing a palmaz genesis stent in the iliac artery, 'the inflating system did not work, even after the change of the inflating system and the stent pulled off in the patient. The surgeon managed to place the stent with another balloon.'

Manufacturer narrative:
Concomitant medical products: terumo 6f, 11 cm sheath; terumo 035 180 cm guide wire; bard indeflator. Additional information was received that access was via the right femoral artery. Terumo 6f, 11 cm sheath along with a terumo 035 180 cm guide wire. The device prepped normally. The contrast to saline ratio was 50/50 with a bard indeflator and in a second time a syringe. The same indeflator was used successfully with other devices 4 other times before. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The target lesion was a 60% occluded and calcified lesion in the iliac artery. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not inflate at all. There was no leakage on the device. The maximum inflation pressure was 0 was it was impossible to inflate. There was no balloon or shaft burst. An attempt was made to withdraw the stent delivery system after it did not inflate. There was no resistance experienced when withdrawing the deployment system. No excessive force was required for insertion or withdrawal. There were no clinical consequences to the patient. As reported, during stent placement in a calcified and 60% occluded iliac artery the balloon of a palmaz genesis stent delivery system would not inflate. Access was via the right femoral artery. A six french sheath was placed and a guidewire inserted. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. An attempt was made to inflate the balloon with a bard indeflator using a contrast to saline ratio of 50:50. When the balloon did not inflate an attempt was made to inflate with a syringe but was also unsuccessful. An attempt was made to withdraw the stent delivery system after it did not inflate; however, the stent dislodged from the delivery system and was implanted with another balloon catheter. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. The catheter was never in an acute bend. There was no leakage on the device. The maximum inflation pressure was zero as it was impossible to inflate. There was no balloon or shaft burst. There was no resistance experienced when withdrawing the deployment system. No excessive force was required for insertion or withdrawal. There were no clinical consequences to the patient. The device has not been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device, the reported ¿inflation difficulty-unable to inflate¿ and ¿dislodged-in patient¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review it is not possible to determine what factors may have contributed to the inflation difficulty; however, multiple attempts to inflate the balloon and attempts to withdraw the stent delivery system from the patient may have contributed to the stent dislodgement. Neither the DHR nor the information available suggests that the difficulty experienced by the customer could be related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.